Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this pacemaker as there were questions regarding the rythmiq episodes. Technical services (ts) reviewed the reports and explained the rythmiq events. The hcp questioned a behavior regarding the atrial pace and ventricular pace. Ts noted that it is hard to say if there is loss of capture (loc) on the ventricular channel or if there is crosstalk oversensing of the atrial signal on the ventricular channel. Ts recommended further evaluation in office. The device remains in use. No adverse patient effects were reported.